Event description:
The instruments would not cut properly causing a 45 - 60 minute extention of surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.